Manufacturer narrative:
H11: correction. D4: corrected model# and unique identifier(UDI). Section d4 was updated to indicate correct model # and UDI.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire medical received picture of error log. Recommended replacing the gde (gas delivery engine). There was no customer feedback thereafter. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text: device not returned yet.

Event description:
It was reported to vyaire medical that the avea ventilator had an alarm (not-venting alarm). Furthermore, there was no patient associated with the reported event. The event happened during set up prior patient use.